Manufacturer narrative:
Siemens completed investigation of the reported event with the following result. While troubleshooting on site, it was discovered that the system could be started up correctly if the additional external power supply for the power over ethernet (poe) network card was removed. The network card was then supplied with power via the pc alone. Further analysis revealed that the network card remained inactive as soon as an external power supply was connected to the network card. Replacing the network card resolved the problem. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the sensis vibe hemo unit. During an emergency patient procedure, the system displayed an error message that no connection to hemo integrated signal input box was possible. The patient was moved, and the procedure was completed on an alternate system. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported issue. A supplemental report will be submitted if additional information becomes available. Section h6 code g07001 - signal input box.